Event description:
The customer's parent called and reported the insulin pump alarmed with a failed battery test. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed. No relevant damage nor corrosion was found. After it was advised to clean the battery cap and insert a new battery, customer did not receive failed battery test alert again. It was advised a replacement battery cap would be sent out to rule out possible battery cap issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.